Event description:
A user facility reported that during implantation of an intraocular lens (iol) the pt experienced a capsular bag tear and loss of vitreous. The association between this event and the iol is not known. Add'l info has been requested.

Event description:
The user facility provided additional info stating the lens did not come into contact with the pt. The pt had a history of eye trauma prior to the procedure.